Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the esc button on the insulin pump was not working. Customer¿s blood glucose was 403 mg/dl, treated with the insulin pump. Customer declined troubleshooting and replacement of the device. Customer stated the button started to work. Customer was advised to monitor the device closely. No further information reported.